Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6a, d6b, g2, h6.

Event description:
It has been determined that the device associated with this complaint is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported left side "nodule of probably benign characteristics" and "suggestive rupture" via ultrasound. The "nodule of probably benign characteristics" is not device related. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, breast mass-ndr.